Event description:
It was reported the pt ((B)(6)) was without stimulation. In additional, it was reported the recharge burden for the pt's ipg had increased. Adequate stimulation was obtained for the pt via reprogramming; however, surgical intervention was subsequently undertaken to replace the pt's ipg. Effective stimulation was recaptured for the pt following the procedure.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.